Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during servicing and computer cleaning, the arm incurred a communication failure with the tower. The failure was found to be in the electric box (ebox), which was replaced to resolve the issue. There was no patient involvement.

Manufacturer narrative:
H2) correction: d1, d10, e (facility name, street 1, city, country, fax number, phone number) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that a communication error occurred between the arm cart assembly and the tower, as the arm cart failed to communicate with the tower. The recommended fault detection circuit (fdc) process was performed and a failure was detected in the electronic box (ebox) of the arm cart. The complete ebox was replaced to resolve the issue. Evaluation of the logs indicated that the arm cart did not complete startup. The subsystem robotic assembly (sra) remained in an undefined state throughout the sequence. No error codes were noted in the logs. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the ebox. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during servicing and computer cleaning, the arm cart assembly incurred a communication failure with the tower. The failure was found to be in the electric box (ebox), which was replaced to resolve the issue. There was no patient involvement.